Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. After lens insertion, noticed a piece of optic missing. Lens was cut to remove from the eye. There was no patient injury. Another same model and size lens was implanted.